Event description:
The customer reported that during a laparoscopic gastric bypass, bleeding was noted from the seal area of a small vessel. Another device of the same type was opened and used to re-seal the area and complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. The customer¿s report was not confirmed.